Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported there was a confirmed overdischarge and the cause was patient compliance. The patient reportedly did not charge and chronic pain returned. The patient was reportedly receiving good coverage and effective therapy a week after new implant. Refer to MFR report # 3004209178-2014-04225.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v118062, implanted: (B)(6) 2012, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was had a rechargeable implantable neurostimulator (ins) and lead that were implanted in 2012. The ins was ¿dead probably due to overdischarge.¿ it was noted that the ins was replaced with a new primary cell ins. Additional information was requested but was not available at the date of this report.